Event description:
Customer reported that he received a no delivery alarm during a bolus after a set change. He stated he changed out the infusion set and that the cannula was not bent and appeared to be fully inserted. He also reported that the sensor was not releasing from the inserter. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.